Event description:
As reported the lead is out of service, but remains implanted. The reported event is that there was a system revision due to infection with sepsis. The system was explanted, except for this epicardial lead. The cause for the reported infection with sepsis was not determined.